Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the outcome was unresolved at the time of study exit/death/ or study closure. Interventions included explanting and not replacing the entire system.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v011050, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 377860, lot# v010451, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The clinical diagnosis was pain in knees. The outcome was ongoing. Interventions included reprogramming the entire component. The patient reported experiencing an exploding type of pain in his knees when he turned the stimulator programming up high enough to cover their leg pain. An x-ray showed the migration of 1 lead. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient exited the study because all of the manufacturers products were inactive. The patient exited the study on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the patient's baseline weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260, (B)(4), implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead , product ID: 977a260, (B)(4), implanted: (B)(6)2015, explanted:(B)(6) 2016, product type :lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional updated the previously reported lot numbers of the leads.